Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's patient information was not crossed. A technical support specialist reached out to the customer for sample data. The customer forgot about the missing patient's information. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system patient information is not crossing. The customer reported that user prevented accesing medication to patient which caused delay to patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system patient information is not crossing. The customer reported that user pevented accesing medication to patient which caused delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient information not crossing. A technical support specialist reached out to the customer to request sample data; however, the customer forgot to provide the missing patient information, which prevented confirmation. Consequently, the ticket was closed. The system was functional as intended.